Event description:
It was reported that the customer could not move around with his infusion set and was having abnormal blood glucose levels. His blood glucose level was 267 mg/dl. He corrected his blood glucose level with a manual injection. Air pockets were found in the tubing. The customer noticed the infusion set cannula was bent. The insulin pump also had a blank display and then restarted. He received a failed battery test alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-94068 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.